Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pop and stress urinary incontinence. It was reported that the patient had the concurrent procedures of a paravaginal repair with mesh system, rectocele with mesh system, tape, diagnostic cystoscopy, colonoscopy and polypectomy of sigmoid colon performed during mesh implantation. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to exposed mesh. It is reported that the patient underwent excision of mesh, urethrolysis, pubovaginal sling using rectus fascia, insertion of suprapubic tube on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and boston scientific obtryx transobturator sling were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06006. The same patient is represented in each medwatch.